Event description:
Patient presented to the physician with ongoing neurapraxia, no tongue motion, and difficulty speaking. Physician suspected that the stimulation cuff had dislodged. Physician brought the patient into the operating room, opened the neck incision, and found that the cuff was on the nerve and the flaps were not oriented correctly. Physician determined neurapraxia was still present and removed the stimulation cuff from the nerve to promote healing and closed.